Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been carefully analyzed. The available iegms confirmed the presence of noise on the ra, rv and ff channel, consistent with the observation reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - noise was seen on the iegm for this rv lead, which was sent from the home monitoring service center. There was a vf episode, which was the only recording of noise, which occurred on (B)(6) 2017. The patient will be scheduled for an rv lead replacement in the near future. No adverse patient effects were reported.